Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller reported that they have been unable to charge the implanted neurostimulator for a couple of days. Caller stated the controller will be fully charged and they will place the recharger paddle directly over the implant and it will show an excellent connection with the green light flashing; however, after no more than 5 seconds it will show no device found with and amber flashing light. Caller reported no visible damage to the recharger or controller port and stated the controller charges without issue when plugged into the ac power supply. Caller connected the recharger and tapped recharge from no device found screen. Passive recharge mode displayed with 93-93-93 and a green flashing light. After 10 minutes in prm, unable to recharge displayed. The issue was not resolved. A request was sent to th e repair department to replace the recharger. Agent advised caller to call back if issue persists after recharger replacement. Caller mentioned previous recharger replacement. No symptoms were reported. Additional info received from patient that they received the recharger and when they are attempting to charge, continue to see no device found message. They reports they are able to see the charging screen,but within 5 seconds, no device found. Ins: red charge. Controller: 70% troubleshooting performed. They reports she is using the recharging belt, no issue with the recharging belt. Caller reports a few minutes/second, excellent is seen but then recharging needs attention message is seen or no device found message.caller reports last night, when charging, the controller was blank, no blinking led light. Email sent to replace controller.additional info received from patient that they received the controller, but the screen was stuck at passive recharge mode. They stated that this was the 4th time that they were stuck at prm and waited about 18 minutes on it. Agent had caller reset the controller. Agent then walked caller through passive recharge mode with number 97 on it. After few minutes, caller was able to view the battery screen with the controller at 70% and the ins at 80%, recharging in excellent. The troubleshooting steps taken resolved the issue. Agent also redirected the caller to hcp if further assistance is needed.per rep patient is still having difficulty with recharging after controller and recharger replacement. Tss recommend disable and re-enable implant and try to recharger further. Ts agreed to replace equipment rule it out as an issue. Rep to try and interrogate the implant after multiple passive recharge sessions and if she can connect then she is to get medtronic data files. After replacing the controller (x2), recharger (x2) and battery pack, pt is still stuck in passive charging. There isn't any telemetry with tablet alone, nor controller alone. Caller is fairly sure they did try the disable/enable feature during the june 30 mtg with pt and this didn't resolve the communication issues. No falls or trauma. Caller doesn't know what type of settings the patient was using exactly but does know that the pt needed to charge their implant daily to maintain therapy. Tss reviewed that there wasn't any further troubleshooting to be done and reviewed consideration to replace the implant. Tss will send caller warranty contact info. Pt does have prior history of spinal ablation procedure but this was done previously but it doesn't correspond to the timing of the communication/recharging issues that the pt is having now.the caller indicated that they have continued to try to use passive charging to charge the implant for about one hour today. The patient remote will connect to the implant for short durations, in one instance the remote said the implant was 70% charged and in another the implant was 30% charged. Tss reviewed that based on the previous notes, the implant may have to be replaced or explanted. The rep indicated that the patient would likelyhave the system explanted and not be re-implanted.additional information was received from manufacturer representative. It was reported that patient will have device explanted and not replaced.surgery date was not scheduled yet and the issue is not resolved by the replacement of the device.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.